Event description:
It was reported the catheter was placed into the patient's left radial artery in the operation room on (B)(6) at 1200 hrs. The patient was taken to the cctc. While in use, the waveform became dampened and they were unable to draw blood samples from the line. As a result, the line was removed. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The device will not be returned.